Event description:
Customer reported unexpected negative results when testing a patient sample with capture-r ready screen 3 (crrs 3).

Manufacturer narrative:
Review of results images: crrs screening cell I is kell positive. The echo generated negative results for cell I. Visually the image appears negative. The customer was informed that the issue appears to be sample related. The customer was informed per the package insert limitations: negative reactions will be obtained if the tests specimens contain antibodies present in concentrations too low to be detected by the test methods employed.